Event description:
Patient on bed that rotated and percussed her. Bed rotated to right side but did not rotate to middle or left side even after the patient was repositioned midline. The left siderail did not lock. Kci notified around 2200 and nurse and support person tried to trouble shoot via telephone. Then a technician arrived at 2300 to toubleshoot. Sidepack put in place on the left for safety because the siderail did not lock. New bed to be delivered in the am. The patient was turned and positioned manually for the night.====================== health professional's impression======================unknown.